Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed a completely black and sparkly image. The issue occurred during a diagnostic colonoscopy, which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h8, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.